Event description:
The rptr did meter to lab comparison test approx an hour later. Rptr's meter reading was 124. Rptr's test at the lab had a result of 172 mg/dl. Rptr did not have any symptoms. A control solution test was in range. The rptr plans on another lab; reviewed cleaning procedure and control testing. The rptr called back to report a blood glucose test of 108 that day. Rptr ran a control test which was in range, and rptr's second meter to lab comparison test had 145 vs 158 mg/dl results. No harm was alleged.